Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was repositioned for a capture anomaly due to a lead dislodgement. The lead was replaced.